Event description:
It was reported that the eyelets on the intermittent catheters were not cut deeply enough where they fall off. Customer stated that they had to pick them up off of the floor.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "improper/inadequate maintenance". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problem or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure.